Event description:
It has been reported to philips that the allura system turned off and took an extended time to restart and initialize. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an undergoing planned treatment procedure was performed when the issue happened. The procedure completed after restarting the system. Philips remote service engineer analysed the issue. After reviewing the log, it is found that the problem was power distribution which damages many parts in the system. Replacing the fdc fixed the x-ray issue, but not the overall problem. The issue was reoccurred again on 29nov2023, upon the troubleshooting philips found many issues with the system. To resolve this issue philips decided to replace the whole allura system. After replacing the system, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same after restarting the system. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.the codes were updated based on the investigation outcomeevaluation method code was corrected.